Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the inability to release normally was that the distal end of the pipeline could not open. It was confirmed that about 1/3 of the pipeline had been expanded when the issue occurred. The pipeline flex and marksman catheter were replaced, after which the blood flow-guided embolization device was implanted again for treatment. The implanted device was implanted normally and smoothly without issue. The cause of the issue was unknown, with it confirmed that the pipeline was not resheathed during procedure.

Manufacturer narrative:
The pipeline flex was returned for evaluation within the mocrocatheter; within its inner pouch; inside of a sealed biohazard bag and a shipping box. For further examination, the pipeline flex was then pushed out of the catheter with no issues. A minimal amount of blood was found inside of the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex braid fully opened and moderately frayed. The proximal end of the braid fully opened and slightly frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the customer's photos and the analysis findings, the report of "failure to open at the distal end" could not be confirmed and the event cause could not be determined. The returned pipeline flex was pushed out of the catheter with no issues. No damages were found with the pipeline pushwire and catheter. No issues were found during resistance testing. The pipeline flex braid found fully opened and frayed. However, the cause for damage could not be determined. The damage to the ends of the pipeline flex braid is likely the results of the re-sheathing of the device more than recommended two times. Possible contributing factors includes patient tortuous anatomy and lack of continuous flushed with heparinized saline during delivery. However, it was reported that the patient vessel tortuosity was minimal. In addition, the devices were prepared per the instructions for use (IFU). Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the stent was released in the shape of a strip. After being adjusted by the push-pull technique, it could not be released normally. The stent was recovered and released again; however, it could not be released normally. It was stated that the stent had a large delivery resistance in the distal catheter. It was unknown if a dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was that the flow rate of the aneurysm was slowed, and the contrast agent was retained. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the right side rock section with a max diameter of 12.5 mm and a neck diameter of 8.7 mm. The distal landing zone was 5.3 mm and proximal was 4. 6mm. The access vessel was the right femoral artery with a diameter of 7 mm. It was noted the vessel tortuosity was minimal. There were no patient symptoms associated with the event. The devices were prepared and flushed as indicated in the instructions for use (IFU). Ancillary devices: terumo 6f sheath, envoy 6f guide catheter, marksman 150cm microcatheter, microvention traxcess 14 guidewire.